Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged retainer ring. The customer also stated that the crack on battery compartment. The insulin pump was not drop or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.